Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "over infusion¿ based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue( of over infusion was not determined because no product or device logs were returned. The reported issue of over infusion could not be confirmed as no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported from the ICU that a patient arrived to the floor with orders for a lasix drip to be initiated. The drip was started, but rn wanted to clarify the order titration parameters, so the pump was placed on a one hour delay and the provider was paged. The provider came to bedside and was told that the patient had voided a large amount of urine and was asked if the infusion should be started. As the pump and lasix medication bag were analyzed, it was discovered that the entire bag of lasix had been infused(100mg). It is unclear how this occurred. The provider ordered serial labs to monitor the patient. Another rn inspected the pump, but no errors were noted. The pump still showed a delay timer running, and when restored to assess settings, the pump showed that only "2.7ml" of the programmed 100ml of volume had been given. Yet, the whole bag had infused. The other rn could not discern how this had occurred, with a delay running and no volume showing as infused. There were no adverse effects caused to the patient.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, a1 was not provided.

Event description:
It was reported from the ICU that a patient arrived to the floor with orders for a lasix drip to be initiated. The drip was started, but rn wanted to clarify the order titration parameters, so the pump was placed on a one hour delay and the provider was paged. The provider came to bedside and was told that the patient had voided a large amount of urine and was asked if the infusion should be started. As the pump and lasix medication bag were analyzed, it was discovered that the entire bag of lasix had been infused (100mg). It is unclear how this occurred. The provider ordered serial labs to monitor the patient. Another rn inspected the pump, but no errors were noted. The pump still showed a delay timer running, and when restored to assess settings, the pump showed that only "2.7ml" of the programmed 100ml of volume had been given. Yet, the whole bag had infused. The other rn could not discern how this had occurred, with a delay running and no volume showing as infused. There were no adverse effects caused to the patient.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported from the ICU that a patient arrived to the floor with orders for a lasix drip to be initiated. The drip was started, but rn wanted to clarify the order titration parameters, so the pump was placed on a one hour delay and the provider was paged. The provider came to bedside and was told that the patient had voided a large amount of urine and was asked if the infusion should be started. As the pump and lasix medication bag were analyzed, it was discovered that the entire bag of lasix had been infused (100mg). It is unclear how this occurred. The provider ordered serial labs to monitor the patient. Another rn inspected the pump, but no errors were noted. The pump still showed a delay timer running, and when restored to assess settings, the pump showed that only "2.7ml" of the programmed 100ml of volume had been given. Yet, the whole bag had infused. The other rn could not discern how this had occurred, with a delay running and no volume showing as infused. There were no adverse effects caused to the patient.